Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was implanted using a 14f amplatzer torqvue delivery system. No pericardial effusion was observed prior to procedure. The transseptal puncture was inferior mid. The patient's active clotting level was 304 and 12000 units of heparin was administered during procedure. No implant difficulties or complications were reported. On (B)(6) 2025, the patient was "admitted with pericardial effusion requiring tap." The pericardial effusion was localized and tamponade as confirmed present. Pericardiocentesis was performed. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of patient-device incompatibility (implant-related tissue damage) and pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported patient-device incompatibility could not be determined. The reported pericardial effusion could not be determined. The reported intervention was a result of case-specific circumstances as pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.